Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and a correction injection via manual insulin therapy. No third-party assistance was required. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.